Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient's blood glucose levels reached 27 mmol/l (486 mg/dl). The device was worn between 36 and 48 hours on the arm when the patient developed an infection at the infusion site. The patient went to a walk in clinic and diagnosed with an abscess and infection. The patient was not treated, but prescribed fucidin cream and amoxicillin clavulanate. Hyperglycemia treated with a new pod.

Manufacturer narrative:
During the investigation, no damages or defects were observed to the formed needle, soft cannula, or bottom housing that would contribute to an infection at the infusion site. The cause of the reported infection could not be conclusively determined.